Event description:
The home patient reported a 2240 alarm during drain 1/6 of automated peritoneal dialysis with the homechoice machine. The patient reported that they disconnected during their first dwell. The machine then went into the next drain cycle with out home patient connected. It alarmed appropriately and the pt reconnected. The patient was instructed to discontinue treatment and restart with new supplies. There is no patient injury or medical intervention associated with this incident according to the home patient.